Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 1 day of use, the cuff of the device had a leakage. The patient's oxygen requirement was increased. The next day, the device was leaking at the cuff. A different device was placed and the patient went back to baseline ventilatory status.